Event description:
The filter was placed in the intended location. However, three of the filter legs were entangled and the filter was at a 27 degree angle in the vena cava. The dr chose to remove the implant and successfully placed a different filter.